Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2016, an attempt to inquire the pump failed. Troubleshooting was successful, however the information that was previously programmed in the pump was erased. No error codes were present. The pump was reprogrammed with the correct information. There were no patient effects reported. It was noted that the patient underwent an MRI scan sometime between (B)(6) 2016, and that the facility followed the proper MRI procedures. After the MRI scan, the pump was not refilled with medication or inquired until (B)(6) 2016.